Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was attempting to load new cartridge and was performing the load fill tubing process. Subsequently, the customer was unable to stop the fill cannula step because the pump touchscreen became unresponsive. Reportedly, approximately 11-12 units of insulin were delivered while the tubing was attached to the customer's body and subsequently, the customer dropped the pump to the ground, causing the pump touchscreen to shatter and became unreadable. Additionally, the pump touchscreen jumped from the "fill cannula" screen to the home screen, and then back to the "fill cannula" screen without user input. Customer's blood glucose ranged from 120-300 mg/dl. Reportedly, the customer reverted to alternate method of insulin therapy.